Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected other devices. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that the lead was removed due to infection/erosion. The lead was explanted and replaced. There were no further reported patient complications as a result of this event.

Event description:
It was reported that the lead was removed due to infection/erosion. The lead was replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.